Event description:
It was reported that stent damage occurred. The target lesion was located in the anterior descending artery. A 38x3.00mm synergy stent was selected for use and advanced but failed to cross the lesion. In an attempt of retrieving the device, the guide catheter was ¿badly placed¿ in the ostium of the trunk and the stent probably curled up on the guide catheter and got damaged. It appeared like the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).